Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set cannula detachment event on (B)(6)2024. The blood glucose level was 22 mmol/l. No further information.